Event description:
The customer reported that while the unit was in use on a pt, they observed that one of the pins on the pressure connector was pushed in. The pt was switched to another unit and therapy was continued. No pt injury was reported.